Event description:
The customer reported to customer service on (B)(6) 2015 that she had clogged ducts and was experiencing low suction with her pump in style advanced breast pump. She called back on (B)(6) 2015 to report that she was having low suction again and had developed mastitis. Her doctor prescribed her antibiotics.

Manufacturer narrative:
The customer was sent a replacement pump. No definitive conclusion can be made as to the cause of the event. The customer's complaint of low suction could not be confirmed. Product tested to specifications. Should additional information or the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The pump was visually examined and the following were noted: pump type: pump in style item #57081. Manufacture date: (B)(4). Kit components received: transformer. Vacuum levels and cycle rates were tested using the lab kit. The unit functioned within specifications.